Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. Following placement of the pump, the patient sat up resulting in positioning issue of the pump being pulled back across the aortic valve (av) regardless of the touch-borst valve being locked. This device was removed, and a new device placed. There was no patient harm reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. The investigation into the positioning issue has been completed. No product was returned. The data logs showed a sudden "impella position in aorta" alarm accompanied by an immediate drop in flow and motor current pulsatility. The pump performance metrics were unable to be recovered. After reviewing the clinical information, it was determined that the cause of the positioning issues was patient movement. The failure was confirmed, root cause patient movement. This report is being filed as part of a retrospective review of historical records.